Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pulse generator change out procedure, fluoroscopy revealed that the right ventricular lead exhibited externalized conductors. All electrical measurements were normal. The lead was capped and replaced on (B)(6) 2017. The patient¿s condition was good post procedure.